Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparo oophorocystectomy. Pt gender: unk. According to the reporter: when trocar was inserted, insertion tip and dissecting fin were broken. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.